Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly has a cracked display. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The results of the investigation were as noted: the missing results could not be confirmed with testing. However, the lcd screen was noted to be damaged/cracked during a visual inspection. 510k # k082590.